Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures identified the a peg on the glenoid trial fractured off. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed as the picture showed a peg fractured off. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a glenoid arthroscopy procedure approximately three (3) weeks ago, the trial peg fractured off on the back table. The proper surgical technique was used, and no patient consequences have been reported as a result of the malfunction. Attempts have been made; however, no further information has been provided.